Event description:
It was reported, by a nurse consultant that "the disposable inner cannula disconnected from the outer cannula assembly." Note: limited info provided, but based on a f/u conversation, it has been determined this was most likely previously reported directly by the facility.